Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit by running the performance tests and reviewing the system log files but did not observe any indication on an issue with the iabp unit. The stm ran the iabp unit for over an hour on a trainer and balloon while adjusting the display and moving the iabp unit to try and cause any interruption in operation but was unable to duplicate the customer's reported issue. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) froze. It was later clarified that the display screen froze and the customer had to restart the iabp unit. There was no patient harm; thus, no adverse event reported.